Event description:
It was reported that the pump began smoking. Reportedly, the pump was charging during the event. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.